Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "pain upon touching the breast", "severe, pulling pain at the edge of the implants", "increased discomfort, especially in the evenings at rest", "increased pain when lying on the side" and "persistent feelings of pressure and tightness". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.